Event description:
It was reported via legal that on july 30, 2015, a male patient underwent a right total knee replacement surgery and was implanted with an optetrak device. On (B)(6) 2022, the patient had a revision surgery for unknown reasons. No additional information.

Manufacturer narrative:
On review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.correctional/removal number:z-0019-2022.

Manufacturer narrative:
As a result of additional information and re-opened investigation, the following fields have been updated: a2, b5, d8, e4, and h6. H6: investigation results - the revision reported was likely due to prosthesis wear, instability, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, instability, and femoral debonding could not be determined as there were no details regarding cementing technique or environmental conditions provided, the devices were not returned for evaluation, and images and radiographs were not provided. Initial submission: all fields in section f should be blank, this is a manfucatrurer's report.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6) 2015. They underwent right knee revision on (B)(6) 2022, approximately 7 years 3 months post primary procedure. Revision op report postoperative diagnosis: instability; femoral component debonding. The surgeon noted there was delamination of the polyethylene but no evidence of gross prosthesis loosening. The tibia was well fixed but there was debonding of the femoral component at the implant cement interface. The patellar interface was intact and there was no significant wear. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: h6 clinical codes and component code additional information fields: b5, d10, g. D10: optetrak three peg cemented patella (200-02-38, (B)(6)). Optetrak tray tib cemtrap 4f/4t (204-04-44, (B)(6)). Stem ext flut 12mm x 11 mm (204-32-01, (B)(6)). Optetrak non-modular insert tib cc sz 4 (208-24-15, (B)(6)). Optetrak femur cck non-mod cem #4 (210-01-04, (B)(6)). Non exactech simplex hv bone cement x.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely due to prosthesis wear, instability, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, instability, and femoral debonding could not be determined as there were no details regarding cementing technique or environmental conditions provided, the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.